Manufacturer narrative:
(B)(4). Evaluation summary:baxter received one sample for evaluation. Visual examination of the sample noted a ruptured reservoir. The reservoir was microscopically examined. As a result, markings on the interior surface of the bladder were observed near the rupture line. However, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a folfusor sv 2.5 burst during filling. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a follow-up will be submitted.